Manufacturer narrative:
Product analysis: the returned stent was not on the delivery system. The returned stent was stretched and deformed. The distal tip was damaged. The balloon folds were not open and no residue was visible in the balloon. Crimp impressions were visible along the balloon working length. No other device damage noted. Cine image review: the images confirm the severely calcified nature of the vessel. Numerous balloon inflations are performed in the proximal, mid and distal sections of the vessel. There are no images capturing the attempted delivery of the endeavor resolute device. The images show the device being retracted into the guide catheter with deformation visible to the distal stent segments. The stent strips off the balloon as the device is withdrawn and remains in the vessel. The images capture the retrieval of the stent using a snare device.

Event description:
It was reported that the physician was attempting to use one endeavor resolute drug eluting stent to treat a moderately tortuous and severely calcified lesion in the lad exhibiting 100% stenosis. The lesion was pre-dilated with 6 different non-mdt balloons. The device was inspected prior to use, everything looked normal. The inflation device remained on neutral pressure during delivery of the device. It was reported that the stent became dislodged proximal to the aorta at the mid lad. The device did not pass through a previously deployed stent or cell of a stent. It is reported it was very tough advancing the device. It is indicated that some stent struts may have been damaged on the calcified lesion. It was reported that the physician inserted a snare into the guide catheter, allowing them to trap the stent and pull back remove the device along with the dislodged sent successfully. The patient remained in ICU after the procedure. It was reported that the patient had a dissection at the prox to mid lad after the dislodged stent was removed. It is reported that the patient is stable. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.